Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with no physical damage found on the device. During analysis, the customer's reported concern of air detector error was duplicated and was noted to be due to faulty air detector sensor. Service will replace the air detector sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited air in line alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found during testing.